Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
Baxter (B)(4) reported a flogard infusion pump that did not work. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "did not work" was confirmed during device evaluation as an issue with the slide clamp assembly. It was discovered that a broken blue slide clamp was left in the slide clamp, which caused the pump to not function. The broken slide clamp was removed to resolve the reported condition.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.